Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the synergy ii us mr 3.5 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 1st and 2nd distal struts were lifted and pulled in a distal direction towards the distal markerband. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found a midshaft kink 30mm distal of hypotube/midshaft bond. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-aug-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.50mmx16mm synergy ii everolimus-eluting stent was advanced for treatment; however the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed distal stent damage.